Event description:
It was initially reported that the restraint wire on the autopulse platform, where the shoulder strap clips into is broken. No further information was provided. The autopulse platform was subsequently returned to zoll for investigation. During review of the platform's archive data, the following error codes were observed: warning 1 (low battery warning), user advisory (ua) 20 (position out of range) and multiple ua 45 (not at "home" position after power-on/restart) on the reported event date of (B)(6) 2015. Although the customer did not report these error codes, warning 1, ua 20 and ua 45 are considered to be reportable malfunctions.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed, which found that the head restraint wire was cut and the battery lock was bent. The physical damages found during visual inspection are attributed to normal wear and tear. The device performed as intended during functional evaluation as the platform underwent initial functional testing and no faults or errors were exhibited. A review of the archive was performed and found that the following error codes: warning 1 (low battery warning), ua20 (position out of range) and multiple ua45 (not at "home" position after power-on/restart) occurred on the reported event date of (B)(6) 2015. Warning 1 provides an indication to the user that the battery has approximately 5 minutes of usage time remaining. At the time the platform exhibited the warning 1 message, the battery was used for 36 minutes and had performed a total of 2494 compressions. The autopulse power system user guide (p/n 12457-001) states that the run time for an autopulse battery is 30 minutes. A user advisory (ua) 20 typically occurs when the encoder is not set to the "home" position. Per the autopulse resuscitation system model 100 user guide (p/n 12555-001), "the autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. Based on the evaluation of the platform, there were no mechanical issues noted with the platform that could have caused or contributed to the error codes that were observed on the reported event date. Based on the investigation results, the part identified for replacement was the top cover. In summary the customer's initial reported complaint of the restraint wire being broken was confirmed through visual inspection. The root cause was determined to be due to wear and tear. The top cover was replaced, which remedied the reported complaint. The platform underwent and passed all final functional testing.